Manufacturer narrative:
The broken pieces of sensor were successfully removed on (B)(6) 2020.no further investigation is required. H6 result code updated to 3221. H6 conclusion code updated to 4311.

Manufacturer narrative:
The broken pieces of sensor were successfully removed on (B)(6) 2020. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 14th, 2020, senseonics was made aware of sensor broke during removal.